Manufacturer narrative:
The maquet service representative evaluated the iabp unit and could not duplicate the reported event. The service rep removed the iabp transport console from the hospital cart and could not duplicate the reported issue of the transport console wheels locking up. The service rep found that the transport console wheels moved freely. The service rep documented the functionality of the wheels by recording video evidence of himself freely spinning the wheels and moving the transport console around on the wheels. The service rep inspected the wheels for any sign of debris or foreign bodies and did not find any. The service rep then ran and passed all performance and functional tests to meet specifications. The service rep analyzed the unit diagnostic logs and did not find any related errors. No parts were replaced. The product device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that there had been a few employee injuries as a result of issues with the casters on one of the intra-aortic balloon pumps (iabp)'s. However, the maquet service representative followed up with the customer and clarified that only one customer employee (respiratory therapist) had an injury, as a result of the issues with casters on only one iabp. The customer clarified that during the event, when the iabp transport console was taken off of the hospital cart and prepared for transport: the two transport console wheels locked up and would not move. The employee had then strained her back while pulling on the iabp. No treatment was necessary for the employee to recover. The customer had exchanged the event cs300 iabp for another cs300 balloon pump for transport. The injury occurred with the customer's employee who had strained her back while handling the iabp. There was no death or injury to pt.